Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with high pacing impedance due to a fracture from clavicular crush. The lead was explanted on (B)(6) 2021 and replaced with a competitor lead. Post-procedure the patient was recovering.